Event description:
In mid march this catalog number with the above 2 lot numbers were found to leak chemotherapeutic drugs during infusions this was noted to leak at the drip chamber. This happened a total of 14 times since then and additional lot numbers for code 2r8403, lot number dr21j30024, an additional code 2c8519, lot #2r1l04147. This has now occurred at 6 different sites. We made several attempts to reach out and discuss with the vendor and products were returned to their product surveillance team. Products have now also leaked at the distal y site ports below the pump.